Event description:
Event description guidant received information that, approximately 8.5 months post-implant, this cardiac resynchronization therapy defibrillator (crt-d) and chronic right ventricular defibrillation lead were both explanted. It was reported that the device was oversensing, thus resulting in pacing inhibition and nonsustained events in stored electrograms (egms). Review of these events revealed no ventricular tachycardias, but what appeared to be diaphragm oversensing, or some other oversensing of myopotentials. It was further reported that in order to rule out all possibilites, including device malfunction, the physician chose to explant both the crt-d and right ventricular defibrillation lead.